Event description:
It was reported there were impedances greater than 4000 ohms on some bipolar pairs. It was also noted there were greater than 4000 ohms on all or some unipolar pairs. It was noted they were doing a battery and lead revision the day of report. Follow up reported the battery and lead were replaced and the patient was doing great. Further follow up reported the reason the battery was replaced was because the battery life was almost gone. The lead was replaced because they had not gotten appropriate signals during surgery. It was noted the surgeon did not want to send the battery back because it was "standard to see the battery life end." No further information was reported.

Manufacturer narrative:
Product ID 3093-28, lot# v074264, implanted: 2008-(B)(6), product type lead product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient. (B)(4).